Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Sales representative reported right side deflation. Healthcare professional confirmed events. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Sales representative reported right side deflation. Healthcare professional confirmed events. The device has been explanted and replaced.